Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons demonstrated intermittent unresponsiveness and required multiple presses to evoke response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the ok button on the keypad required multiple presses to get it to respond. The reporter stated this issue had been present for 3 weeks. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.